Event description:
Patient presented with a positive clearblue easy home pregnancy test which I did visualize, and which she had taken just prior to coming in. Quantitative hcg by blood was negative. FDA safety report ID# (B)(4).